Manufacturer narrative:
Complaint confirmed. Visual inspection identified that only three fragments of the collar were returned. No damage was noted to the returned plug. The root cause is undetermined, however the most likely causes are improper bone prep, misaligned insertion, prying and/or leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-5207 tensionloc collar, was used in acl reconstruction. When the collar was fixed to the bone hole using a silicon hammer and the plug of the product was inserted into the collar, the collar of the plug joint broke causing the product to become unusable. The surgeon could not remove the plug, and the plug is still left in the patient. The surgery was completed using a product from another manufacturer.